Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 80-year-old undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that an impella 5.5 pump was unable to advance during attempted delivery due to the patient's anatomy. As a result of the complication, the patient experienced bleeding at their access site and an unspecified number of blood products were given to the patient. The pump was removed and the site was closed. An intra-aortic balloon pump (iabp) remained in place for support.

Manufacturer narrative:
The investigation for the reported access site bleed and the delivery issues has been completed. The device was not returned for evaluation. However, clinical information provided was sufficient to determine the root cause of the delivery issues. According to clinical details, the doctor was unable to advance the implant due to anatomy, leading to pump removal. Therefore the root cause of the delivery issue was due to patient conditions. The root cause of the access site bleeding cannot be determined since the product was not returned and enough clinical info was not provided.